Event description:
It was reported that the unit wasn't properly calibrated, it failed preventative manganocene due to inaccurate flow rate. Per reporter, multiple troubleshooting attempts were made and the unit failed.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer's complaint of inaccurate flow rate was not confirmed through functional testing. No action was taken.b3. Date of event: month and year of event have been provided, but day is unknown.